Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, during delivery, the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.